Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Device could not be directly evaluated due to the implant remaining in the patient. It is possible that the screw was inadvertently advanced into the plate using the standard driver and ratchet handle. This may have resulted in the screw being over-torqued, damaging the plate and allowing the screw to advance during final tightening. The torque limiting handle may have also been a contributing factor to the incident.

Event description:
On 07.17.2017 it was reported to k2m, inc. That during surgery a screw went through a plate and would not back out. Surgeon decided to leave the screw in-situ. Surgery took place (B)(6) 2017. (Related to 3004774118-2017-00110).